Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the batch record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.

Event description:
During an atrial fibrillation procedure, a pericardial effusion was observed that required a pericardiocentesis. The anesthetist noted a poor tension from the start of the procedure. The physician did several echocardiogram controls during the procedure to see if there was an effusion. A small effusion was observed in the middle of the procedure that continued to enlarge. The physician continued the procedure until the end before performing a pericardiocentesis. There was 10 000 units of heparin given. The patient was stable and woken up at the end of the procedure. There were no performance issues with any abbott device.